Event description:
The customer reported that the device failed to discharge during use. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that the device failed to discharge during use. No adverse pt impact was reported. Philips evaluated the device. The symptom was verified. Abnormal wear on the connection between the therapy port and cable was localized as the cause. We are considering this an incomplete electrical connection.